Event description:
It was reported that the patient was implanted an alloclassic sl stem 2 12/14 on (B)(6) 2013 on the right side. According to the reporter, implantation of the components was according to the surgical instructions and the appropriate technique was followed. The patient was revised on (B)(6) 2013 because of a potential soft tissue infection. During the surgery, the surgeon decided that he will change the head and the inlay and rinse the joint. When the surgeon tried to remove the head from the stem, it would not separate. The surgeon could only pull by exerting little effort and when he did, the head came off with the stem.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Hence, the cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation is made available, an updated report will be submitted. (B)(4).